Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number provided is not a valid number. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip did not come out to be properly loaded into the jaws during laparoscopic gastrectomy. The device was replaced with a new one to complete the operation. No clip fell in the patient. When a nurse tested the first clip before the operation, it was loaded in closed condition. Then, a doctor tried to load in the patient body, the same issue occurred.